Manufacturer narrative:
This spontaneous case was reported by a non-health professional and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to chemicals ("left sequels like multiple chemical sensitivity"), fatigue ("tiredness"), menstruation irregular ("mentrual bleeding irregularities") and adverse event ("symptoms/ problems/many symptoms") and was found to have weight decreased ("she was on 38 kgs of weigh (low weight)"). The patient was treated with surgery (total hysterectomy (uterus, fallopian tubes and neck of the uterus removed)). Essure was removed. At the time of the report, the pelvic pain, weight decreased, fatigue, menstruation irregular and adverse event outcome was unknown and the allergy to chemicals had not resolved. The reporter considered adverse event, allergy to chemicals, fatigue, menstruation irregular, pelvic pain and weight decreased to be related to essure. The reporter commented: the patient commented the surgery was life or death as she was left with 38 kg of weight. After removing essure, some symptoms resolved but there were some sequels like multiple chemical sensitivity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-dec-2018: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a non-health professional and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to chemicals ("left sequels like multiple chemical sensitivity"), fatigue ("tiredness"), menstruation irregular ("mentrual bleeding irregularis") and adverse event ("symptoms/ problems/many symptoms") and was found to have weight decreased ("she was on (B)(6) of weigh (low weight)"). The patient was treated with surgery (total hysterectomy (uterus, fallopian tubes and neck of the uterus removed)). Essure was removed. At the time of the report, the pelvic pain, weight decreased, fatigue, menstruation irregular and adverse event outcome was unknown and the allergy to chemicals had not resolved. The reporter considered adverse event, allergy to chemicals, fatigue, menstruation irregular, pelvic pain and weight decreased to be related to essure. The reporter commented: the patient commented the surgery was life or death as she was left with (B)(6) of weight. After removing essure, some symptoms resolved but there were some sequels like multiple chemical sensitivity. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.